Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture (loc) one day post-implant; muscle stimulation was also noted. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be retracted and then re-extended. The lead was subsequently explanted and replaced. Upon testing the lead outside the patient the helix could not be extended. No adverse patient effects were reported.